Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 3.50mm x 8mm nc emerge balloon catheter shaft broke when inserting into the patient. There was no damage to the patient.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 53.9cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50mm x 8mm nc emerge balloon catheter shaft broke when inserting into the patient. There was no damage to the patient.